Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
Us legal. It was reported that the patient underwent a revision surgery of the right hip on (B)(6) 2021 due to hip pain, elevated metal levels in blood, metallosis, tissue inflammation and necrotic tissue. The primary bhr tha surgery was performed on (B)(6) 2010. The patient current status is unknown.

Manufacturer narrative:
H10: a2, a3, b5, b7. Internal reference number: (B)(4).

Event description:
It was reported that the patient underwent a revision surgery of the right hip on (B)(6)2021 due to hip pain, elevated metal levels in blood, metallosis, tissue inflammation and necrotic tissue. The primary bhr tha surgery was performed on (B)(6) 2010. The patient was taken to the recovery room in stable condition. The patient current status is unknown.

Manufacturer narrative:
H3, h6. It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without definitive lot number a complete complaint history review cannot be performed for the acetabular cup. A review of the historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified for the part number and the reported failure mode, and this will continue to be monitored. Without definitive part/lot numbers a complete complaint history review cannot be performed for the hemi head and sleeve. Should the lot/batch/serial number become available later then the task will be reopened and completed. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Hemi head, sleeve have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed for the acetabular cup. Following the review, no prior applicable escalation actions were identified. Historic escalation actions review could not be performed for the hemi head and sleeve as reasonable effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available later then the task will be reopened and completed. The available medical documents were reviewed. With the information provided the clinical root cause of the reported pain and elevated metal ions cannot be confirmed. It cannot be concluded the reported pain and elevated metal ions were associated with a malperformance of the implant. The noted findings of the revision operative report do not support the reported ¿metallosis, tissue inflammation and necrotic tissue.¿ the patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information we cannot confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.